Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via medwatch that the patient underwent an unknown procedure on (B)(6) 2025 at which time the occluder lacerated the vagina. The laceration required stitching. No additional information is available. Ad750-ke35 koh-eff (B)(4).

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured at csi on 05may25. Manufactur record review: DHR was reviewed and no non-conformity, related to the complaint condition, were noted. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint conditions where laceration was involved with this product. However, in those complaints, the product was not returned for investigation. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause: no definitive root cause for this issue could be reliably determined at this time, as the product was not returned for evaluation. DHR was reviewed and did not have any indication that would cause the complaint condition. IFU indicates that 40-60cc of air is to be used during usage of the device, with up to an additional 60cc should loss of pneumoperitoneum occur. Occluder balloon is made of silicone and does not have sharp edges which may cause laceration. Coopersurgical will continue track and trending of the complaint condition.

Event description:
No additional information.